Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify missing segments/partial display due to blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was flashing when screen was turned on after being in sleep mode. The customer's blood glucose level was unknown at the time of the incident. The customer was just sleeping. The customer reported blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.